Manufacturer narrative:
Section a5b: correction. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow hazard alarms and frequent pi events. Although the cause cannot be conclusively determined through this evaluation, the center reported that the low flow events were related to hypertension and the pump speed reduction, which was performed in response to the patient¿s ventricular tachycardia. A direct correlation between the log file findings, reported vt, and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The system controller event log file contains data from 08:56am through 01:15pm on (B)(6)2019. Frequent low flow events were captured throughout the file, resulting in 8 total low flow hazard alarms. Calculated average flow ranged from 2.0-2.4 lpm for these events. Overall, calculated average flow ranged from 2.0-4.4 lpm. Frequent pi events were also captured. The pump speed did not drop below the low speed limit for the duration of the file. No additional atypical events were captured in the system controller periodic or lvad log files. The center reported that the patient was readmitted for two episodes of ventricular tachycardia (vt) that were terminated by their aicd. The vad was interrogated but pi events had happened in such frequent succession that the event log had already replaced the time of the vt occurrence (when the shock was delivered) with another more recent pi event. The pump speed was reduced and no further events occurred. It was later reported that the center was unable to confirm if the pump caused or contributed to the reported arrhythmia, but the episodes of vt ceased after speed was reduced to 5000rpm from 5200rpm. The center attributed the cause of the low flow event to a combination of the pump speed reduction and elevated blood pressure. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists cardiac arrhythmia and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also provides an explanation of all pump parameters, including pump flow and pulsatility index. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted for two episodes of ventricular tachycardia (vt) that were terminated by the patient's aicd. Vad interrogation only showed pi events because they overwrote the vt event. No further vt events have occurred after lvad speed was reduced from 5200 rpm to 5000 rpm. Since the patient was discharged on (B)(6) 2019 after implant on (B)(6) 2019, the patient had two ICD shocks for vt/ventricular-flutter that occurred on (B)(6) 2019 (17 sec at 300 bpm) and (B)(6) 2019 (18 sec at 250 bpm). Both episodes were successfully terminated with 35j shock. There were 6 episodes of brief nonsustained vt (longest 7 sec) occurring between (B)(6) 2019 and (B)(6) 2019. During log file analysis low flow events were captured on (B)(6) 2019 which occurred at times when pi was elevated. The low flow events were due to speed reduction and elevated blood pressure. It was unknown what the cause of the arrhythmia was. No further information was provided.